Event description:
In 2006, a physician placed a fox plus pta catheter in the brachial veins of a dialysis pt. It was reported that the catheter was inflated 17 - 18 atm twice. It was the inflated at 20 atm. At this time, the balloon burst. There were broken pieces in the pt which were then removed by surgery. The pt had a longer than expected stay in the hosp. Pt status is reported as "recovering."

Manufacturer narrative:
The device was received and the lot number is available. Investigation is not complete.